Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite bronchovideoscope for air/water leaking from the channel. Upon inspection and testing of the customer returned device, the scope forceps stopper was scraped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the forceps channel, continuity lost due to damage to the tip cover, bending angle insufficient due to elongation of the angle wire, forceps stopper scraped, scratches on the operation part, scratches found on the rotating mechanism, scratches on switch box, scratches on grip, angle lever may be scratched, scratches on the universal code, scope connector scratched, and scratches on scope connector cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.